Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in a transcatheter aortic valve implantation (tavi) procedure. It was reported that during the index procedure it was difficult to pass the aortic annulus. During pre ballooning and/or catheter placement the patient started to get stroke like symptoms. Patient became unresponsive and had eye deviation. As per the physician the cause of the event was anatomy and reported that the patient had calcified anatomy and as a result had multiple cannulations of the aortic annulus for pre-ballooning. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received. It was reported that the patient expired one day after the procedure. If information is provided in the future, a supplemental report will be issued.